Event description:
It was reported that two implants at tooth site # 31 and 44 were removed due to a bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). . D10. Concomitant medical products tsvb13, impl tapered scr-v sbm 3.7mm 3.5mm 13mm lot 63919088 . G4: premarket identification k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.